Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using repeat testing, chromid® cps® elite (cpse) agar (chromogenic medium) and the drug fosfomycin was resistant. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using repeat testing, chromid® cps® elite (cpse) agar (chromogenic medium) and the drug fosfomycin was resistant. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus and staphylococcus aureus when using phoenix panel pid (catalog number 448008) batch number 5154363. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates staphylococcus aureus pos 1169, staphylococcus aureus a43300 and staphylococcus saprophyticus pos 432 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolate correctly, this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.